Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer got an over infusion of 16 units of insulin that did not correspond with their blood glucose levels. The caller did not mention how the customer was treated. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly noted. Device uploaded properly using carelink. Device had a small crack on the display window, cracked case at display window corner, cracked case at the reservoir tube window corner and cracked reservoir tube lip.data analysis: (death patient on (B)(6) 2019). There is no data available due to the unit did not have a battery installed when received. (B)(4).